Event description:
It was reported the wire was beginning to fray. The programmer head was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) insulation ruptured on the head cable. Cable is frayed.